Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that reload 1 was clamped. The I-beam was advanced just beyond the 1cm cut line; however, the sled was fully advanced. The right side blowout plate was noted to be fractured distally. The visual inspection of the returned reload 2 was noted to be fully fired. The articulation flag was found to be bent. The proximal end of the reload adapter was broken for both reloads. It was reported that the device locked on tissue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue of broken reload adapter condition may occur due to over flexure of the reload while attached to the instrument. The issue of the bent articulation flag condition can occur if the loading unit was forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. It was also reported that after firing, it was difficult to retract the knife blade. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to insert or remove the instrument from the trocar sleeve if the instrument is in the articulated position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial# (B)(6)) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial# (B)(6)) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial# (B)(6)) sigpshell, sig power sigpshell control shell, (lot# n3m1663y) sigpshell, sig power sigpshell control shell, (lot# n3m1663y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the device locked on the tissue and after firing, it was difficult to retract the knife blade. It was noted that the adapter did not work, and the reload could not be opened. The procedure was extended by 30 minutes. To resolve the issue, the tissue was resected and re-stapled.

Manufacturer narrative:
Additional information: d1, d4(model#, catalog#, UDI#), d9, g3, g4, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.